Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device would not cycle. Cylinders and pump where removed and replaced. After testing device outside of body, it was noticed that right cylinder was leaking due to rupture in material. There were no further complications.